Manufacturer narrative:
The patient is experiencing flipping of their ipg and discomfort across their low back as well as the ipg site was reported to abbott. X-rays confirmed improper lead placement. The patient¿s ipg was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's ipg flipped in the pocket site and was causing patient discomfort. Additionally, patient's l4 lead was in an improper location, causing patient cramps and ineffective pain relief. Surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was repositioned. The l4 was left implanted in a therapeutic location and a new l4 lead was added to address the issues.